Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, the connector portion of a partial lead was returned in one piece for analysis. Visual inspection of the lead found a full breached insulation degradation adjacent to the connector boot. Electrical tests did not find any indication of conductor fractures or internal shorts.